Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss: sf - (B)(4). Case (B)(4) has been merged with case (B)(4). (B)(6) 2026 ah: see also case (B)(4).